Event description:
Patient went in for persistant abdominal pain. It was determined that the mesh would be explanted. It was reported that the ring was "broken" after the explant.

Manufacturer narrative:
The subject proudct was not returned for evaluation. However, pictures of the subject product have been received and examined. The picture shows one end of what appears to be a broken outer recoil ring. We cannot tell from the pictures what caused the ring to break.